Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer allege insulin pump was over delivery for low blood glucose. The customer¿s blood glucose level was 89 mg/dl at the time of incident. Customer's current blood glucose is 132 mg/dl. The customer was treated with food. Customer also reported other relevant blood glucose was 113 mg/dl, 200 mg/dl to 300 mg/dl, 170 mg/dl, 150 mg/dl, 131 mg/dl, 130mg/dl. Troubleshooting was done for high blood glucose and over delivery. The insulin pump will not be returned for analysis.